Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak during the patient¿s hemodialysis (hd) treatment. Additional information was provided during follow-up by the nursing supervisor. The reported issue occurred upon treatment initiation. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a minor blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: g3 (date received). The date received field for follow-up #1 was incorrectly completed as 06/05/2023. The correct entry is 06/06/2023.

Manufacturer narrative:
Correction: h6 (health effect clinical code) additional information: d9, h3 a complaint sample was provided to the manufacturer for physical evaluation. During the visual evaluation, a looped fiber and a potted fiber fragment were noted within the dialyzer at approximately 160°, with the dialysate ports situated at 0°, on the non-cavity ID end. Upon extraction of the fiber bundle, it was noted that the potted fiber fragment was actually a continuation of the looped fiber; the looped fiber was potted in two sections on the same side, with one end broken near the pu cut surface. Approximately 1.19mm of the fiber end was on the outside of the pu. There was no other damage or irregularities noted. The reported problem is confirmed through physical evaluation of the complaint sample. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak during the patient¿s hemodialysis (hd) treatment. Additional information was provided during follow-up by the nursing supervisor. The reported issue occurred upon treatment initiation. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a minor blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak during the patient¿s hemodialysis (hd) treatment. Additional information was provided during follow-up by the nursing supervisor. The reported issue occurred upon treatment initiation. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a minor blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.